Event description:
Pt developed fever the evening after implant, and was given antibiotics by the assistant surgeon. Physician drew csf sample, and found evidence of bacterial meningitis. The tip of the catheter was also cultured, results unknown. The physician had tried to sample the pump under fluoroscopy, but was unable to aspirate any medication. The pt had the pump explanted, and as a result of this event, has a slight neurological deficit as a result of the infection (weakness in one hand), and is in the rehabilitation center. It was reported that the catheter was inserted with difficulty during the surgical procedure.